Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that drops were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. Load fill tubing sequence was performed once more and drops were observed. Customer's blood glucose was 120 mg/dl.